Manufacturer narrative:
On the initial report it was noted that the explanted lens was replaced with another zmb00 model lens. This is incorrect the replacement lens is a model zcb00. Relevant history - the patient had lasik ten (10) years ago. Device available for evaluation and returned on (B)(4) 2014. Device evaluated yes. The patient's pre-op best corrected visual acuity 20/50. Post-op best corrected visual acuity 20/60. The patient's outcome with the replacement lens is uncorrected 20/40-2 on (B)(6) 2014. A review of the manufacturing records was conducted. Results revealed all process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance report (ncr) related to the customer claim was generated. The documentation shows that the production order was manufactured according to specifications. A visual evaluation of the returned device was conducted. The visual inspection was performed using a microscope at 12x magnification shows the lens can be identified as tecnis multifocal acrylic 1-piece intra ocular lens because of the presence of a diffractive ring pattern on the optic. The lens is contaminated with dust. This can be explained by the type of transport. Visual inspection of the return sample does not show non-conformances. Considering this conclusion, no further corrective and or preventive actions would be necessary. Placeholder.

Event description:
It was reported that a zmb00 18.0 diopter intraocular lens was explanted from the right eye of a male patient three (3) weeks post implant due to unsatisfactory visual outcome. The lens was replaced with another lens of the same model of a higher diopter power (18.5).

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report as been submitted. Placeholder.